Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2021. A 24mm watchman flx laa closure device with delivery system (wds) was used. After the closure device was deployed a cul de sac remained proximal to the face of the device. It was determined that repositioning the device to cover this portion of the anatomy would have created a larger shoulder on the posterior side of the device and resulted in an unstable position. The procedure was completed successfully and the patient was prescribed a post procedural regimen of eliquis 2.5 mg twice daily. 284 days post procedure the patient underwent a routine transesophageal echocardiogram (tee) which revealed a laminar, non-mobile thrombus on the face of the closure device. The thrombus was observed to be biased towards the limbus. No shift in the implant shape or position from the original procedure were noted. The patient was prescribed aspirin 81mg and is in a stable condition.